Manufacturer narrative:
Concomitant medical products: product ID: a810, serial# unknown, product type: software. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-jan-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the company representative (rep) regarding a patient who was receiving morphine (did not ask dosage/did not ask concentration)/ clonidine (did not ask dosage/did not ask concentration) via implantable pump. The indication for use was unknown. It was reported that the patient healthcare provider (hcp) wanted to program half of the catheter volume since they were only able aspirate 0.5 milli liter (ml) from the catheter access port (cap). 0.268 ml / 2 =0.134 ml over 9 mins was programmed with the patient hcp request. It was discussed that it was possible the catheter could have been fully cleared and there could been a gap in the therapy. At the case of (B)(6) 2022, the pump was replaced, and new pump was primed on the back table. The catheter could not be un-attached from the old pump so they had to cut 2.5 centimeter (cm) off and then used a new pump segment from a 8780 to replace the connector. Original catheter length was 96.5 - 2.4 = 94 +27.9 for new length of 121.9 x 0.0022 ml /cm = 0.268 ml added as other volume and notes put in the programmer for what was done during the event. 2022-09-08 (B)(4): email (rep): additional information received from the company representative (rep)/ what was the patient¿s weight at the time of the catheter not aspirating? ¿not available¿. Was the cause of the catheter not aspirating determined? If so, please clarify what it was. ¿no, it was not determined.¿ what actions/interventions were taken to resolve the report of the catheter could not aspirate?¿ the dr was informed of the complication that comes with not aspirating fully.¿ did the catheter not aspirating been resolved? If not, what other actions were taken, or are planned, to resolve it? ¿the dr. Decided to continue with only aspirating 0.5 ml, despite being informed that we no longer know where the medication was/how much. The dr. Decided to cut the bolus in half to negate a poor outcome.¿